Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the visual inspection noted no irregularities. A hole was noted in the right atrial (ra) seal plug. The setscrew moved freely. The pacemaker was tested and passed all electrical tests. The device operated normal during the analysis.

Event description:
It was reported that this pacemaker was observed to have a hole poked in sealing ring. The pacemaker was explanted. No additional adverse patient effects were reported.